Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. During troubleshooting with tandem technical support, the unspecified malfunction alarm was cleared and insulin delivery was able to be resumed. There was no adverse impact to the customer¿s blood glucose value.